Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during inspection, the cooling of a 3t heater cooler was not working properly. The pump for patient 2 made an abnormal noise when the myocardial protection cooling temperature switching valve was operating. There was no patient involvement.

Manufacturer narrative:
The complained 3t heater cooler was inspected and it was confirmed that the myocardial cooling function was not working since the valve switching of the myocardial side bridge was not working properly additionally, an abnormal noise was heard coming from the pump motor on the patient's side bridge. No other issue was detected: there were no abnormalities in the response of any buttons, no issue in the operation of the circulation pump and cooling/heating unit, nor any current leakage from the main unit. To solve the issues (myocardial cooling malfunction and noise on pump motor of the patient's side bridge), both bridges were replaced. Temperature calibration has been performed. Device was tested and returned to customer. The patient bridge was changed due to noisy issue (no other patient side malfunction is described). The noisy pump has unlikely possibility to cause any patient injury. The cardioplegia bridge was changed due to cooling malfunction. However, as for the cardioplegia solution is delivered in small volumes and at regular intervals allowing the user to perform cooling/heating through alternative methods or to use another circuit of the device, the, temperature management on the cardioplegia side is not critical and has unlikely possibility to cause any patient injury. As for the above, since both issues (myocardial cooling malfunction and noise on pump motor of the patient's side bridge) have unlikely possibility to cause any patient injury, the event is being reassessed as not reportable.